Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 438 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and within 30 minutes motor error recurs. Customer also reported to have experienced a high blood glucose of over 600 mg/dl and received a no delivery alarm. Unable to troubleshoot for motor error , no delivery, and high blood glucose event due to call has been disconnected. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.